Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. All available information was investigated and the reported clip delivery system (cds) leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Additionally, the reported patient effects of air embolism and arrhythmia are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. A definitive cause for the reported leak in this incident could not be determined. The returned device analysis was unable to confirm a leak. It is possible that the user technique during device preparation or closing and opening the stopcocks contributed to the reported leak; however, this cannot be confirmed. The reported patient effects of air embolism and arrhythmia were due to procedural conditions. The reported therapy/non-surgical treatment was a result of case-specific circumstances, as the physician aspirated air from the device via sleeve flush port stopcock. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed for air embolism and air in the device during use. It was reported that this was a mitraclip procedure treating functional mitral regurgitation (mr) grade 3. Reportedly, the clip delivery system (cds) had been prepped and tested per instructions for use. During use of the cds, air was noted in the left ventricle of the heart. There was no air noted in the steerable guide catheter or in the cds handle. The stopcocks were open in the correct position and a slow flush was still active. Air was then noted in the cds sleeve. The flush lines were stopped; however, air was still coming through the cds sleeve. The sleeve and handle stopcocks were closed so no additional air was coming through the sleeve. During this time, an arrhythmia was observed. There was no treatment provided and the arrhythmia resolved. Air was aspirated from the device via sleeve flush port stopcock. The stopcocks were kept closed and the mitraclip was implanted. An additional clip was successfully implanted, reducing the mr to grade 1-2. There was no additional information provided.